Manufacturer narrative:
11/17/2023 - the consumer discarded the product and did not provide their contact details. As a result, we will not be receiving the product for an investigation.

Event description:
11/16/2023 - the consumer claims she recieved a shock when she stepped on the scale. The consumer discarded the product and did not provide a model number or contact details (address, phone number). Therefore, an investigation will not be completed.